Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of catheter damaged is confirmed. The iabc was confirmed with a leak from the outer lumen, which potentially allowed the iabc bladder to unwrapped prematurely. The leak site identified is consistent with contact from a sharp object. Additionally, there were numerous potential causes for the complaint; numerous kinks were noted to the central lumen and there was also damage noted to the original packaging tray for the iab and bladder. These findings can result in difficulty of successful iabc preparation/insertion. Upon return, a packaging retention sleeve was noted on the iabc bladder and the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly per the IFU and can result in damage to the iabc. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iabc prep/removal from its packaging. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was not sliding over and was defective. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications.

Manufacturer narrative:
(B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint of iab catheter damaged is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was not sliding over and was defective. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was not sliding over, and was defective. As a result, a new iab was used, and inserted using the same insertion site. There was no report of patient complications.